Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal history. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort") and abdominal distension ("distention / abdominal distension"). On (B)(6) 2014, the patient experienced ovarian cyst ("6-cm left ovarian cyst"), 7 months 3 days after insertion of essure. In (B)(6) 2020, the patient was found to have waist circumference increased ("enlarged abdominal circumference"). On an unknown date, the patient experienced cramp in lower abdomen ("cramping"), hypogastric pain ("non-radiating abdominal pain in hypogastric region"), bloating ("bloating"), genital haemorrhage ("excessive bleeding"), headache ("headache"), back pain ("low back pain"), fatigue ("fatigue/ tiredness"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), libido decreased ("low sex drive"), dyspepsia ("digestive problems"), oophoritis ("major ovarian infection") and swelling ("swelling") and underwent patient isolation ("isolation"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, abdominal discomfort, abdominal distension, cramp in lower abdomen, hypogastric pain, bloating, genital haemorrhage, headache, back pain, fatigue, alopecia, anxiety, depression, libido decreased, dyspepsia, waist circumference increased, ovarian cyst and oophoritis outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, anxiety, back pain, cramp in lower abdomen, depression, dyspepsia, fatigue, genital haemorrhage, headache, libido decreased, oophoritis, ovarian cyst, patient isolation, swelling, waist circumference increased, bloating and hypogastric pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2022: reporter details and events swelling and isolation added. Product explant date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal history. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort") and the first episode of abdominal distension ("distention / abdominal distension"). On (B)(6) 2014, the patient experienced ovarian cyst ("6-cm left ovarian cyst"), 7 months 3 days after insertion of essure. In (B)(6) 2020, the patient experienced the second episode of abdominal distension ("enlarged abdominal circumference"). On an unknown date, the patient experienced cramp in lower abdomen ("cramping"), hypogastric pain ("non-radiating abdominal pain in hypogastric region"), bloating ("bloating"), genital haemorrhage ("excessive bleeding"), headache ("headache"), back pain ("low back pain"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), libido decreased ("low sex drive"), dyspepsia ("digestive problems") and oophoritis ("major ovarian infection"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, abdominal discomfort, cramp in lower abdomen, hypogastric pain, bloating, genital haemorrhage, headache, back pain, fatigue, alopecia, anxiety, depression, libido decreased, dyspepsia, the last episode of abdominal distension, ovarian cyst and oophoritis outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, anxiety, back pain, cramp in lower abdomen, depression, dyspepsia, fatigue, genital haemorrhage, headache, libido decreased, oophoritis, ovarian cyst, the first episode of abdominal distension, hypogastric pain, the second episode of abdominal distension and bloating to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal history. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort") and the first episode of abdominal distension ("distention / abdominal distension"). On (B)(6) 2014, the patient experienced ovarian cyst ("6-cm left ovarian cyst"), 7 months 3 days after insertion of essure. In (B)(6) 2020, the patient experienced the second episode of abdominal distension ("enlarged abdominal circumference"). On an unknown date, the patient experienced cramp in lower abdomen ("cramping"), hypogastric pain ("non-radiating abdominal pain in hypogastric region"), bloating ("bloating"), genital haemorrhage ("excessive bleeding"), headache ("headache"), back pain ("low back pain"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), libido decreased ("low sex drive"), dyspepsia ("digestive problems") and oophoritis ("major ovarian infection"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, abdominal discomfort, cramp in lower abdomen, hypogastric pain, bloating, genital haemorrhage, headache, back pain, fatigue, alopecia, anxiety, depression, libido decreased, dyspepsia, the last episode of abdominal distension, ovarian cyst and oophoritis outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, anxiety, back pain, cramp in lower abdomen, depression, dyspepsia, fatigue, genital haemorrhage, headache, libido decreased, oophoritis, ovarian cyst, the first episode of abdominal distension, hypogastric pain, the second episode of abdominal distension and bloating to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.